Event description:
The facility representative reported a colleague infusion pump with a manual tube release problem. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "catheterization laboratory" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review, but no trend was identified through product code 2m9161 with problem code c.069 manual tube release.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a "manual tube release problem" was confirmed as failure code 804:26 but not duplicated during product evaluation. This condition was due to a software failure. Software issues are not associated with hardware malfunctions. Therefore there were no repairs made to correct the reported problem. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. Failure code 804:26 indicates communications error between user interface module and pump module (comm err: packet retry sequence error).